Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. The erroneous initial results were reported outside of the laboratory. It was not clear if the sample was repeated on the same analyzer or a different analyzer. A clarification has been requested. The repeat results were believed to be correct. The sample initially resulted with an na value of 99 mmol/l, which repeated as 134 mmol/l. The sample initially resulted with a cl value of 126.6 mmol/l, which repeated as 91.2 mmol/l. The patient was given saline and medication based on the initial erroneous results. No adverse events were alleged to have occurred with the patient due to receiving the saline and medication. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined the cause to be related to the patient sample. He verified that the system was operating within specifications. Calibration and controls were within acceptable ranges, ruling out reagent issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
It was confirmed that the complained sample was repeated on a different analyzer.